Event description:
The healthcare professional reported that the patient was injected with 0.5 ml of juvéderm® volbella¿ xc in the vermilion lips. Two months later, patient was injected with 0.3 ml of juvéderm® volbella¿ xc in the lips. Two months later, patient was injected with 1 ml of juvéderm® voluma¿ xc in the cheeks. Two weeks later, patient developed 3 lumps inside bottom lip and 1 top right upper lip at cupid's bow with burning sensation and swellings. Patient felt run down without fever. The patient was treated with steroids and valtrex. Two months later, patient was treated with 3 rounds po steroids, valtrex, antihistamine, 0.2 ml of hylenex, and r/u lisinopril reaction as culprit of oral swelling. Symptoms resolved approximately 3 months after onset. This record is for the juvéderm® voluma¿ xc.

Manufacturer narrative:
Clarification to h.6. Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event is a physiological complication and analysis of the device generally does not assist abbvie in determining a probable cause for this event. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.